Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels of 34 mg/dl. Reportedly, customer over-rode the pump's suggested bolus amount and requested and delivered more insulin than suggested. Customer consumed carbohydrates and glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.